Manufacturer narrative:
The device was returned for evaluation. The implant was noted to be detached from pusher, with evidence of kinks and stretching in the proximal portion. The pusher had no obvious signs of damage, and the resistance was noted to be within specification. The monofilament was severed approximately 1.5cm from the distal tip, with evidence of tensile failure. The proximal knot tie was visible on implant. Based on the investigation and provided information, the complaint can be confirmed. The specific root cause of this complaint is unknown; however, the device exhibits evidence that it was subjected to tensile forces that exceeded its strength specifications.

Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has not yet been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that during an embolization procedure, the coil unexpectedly detached in the microcatheter. Both segments of the coil were removed from the patient. There was no reported intervention or patient injury. The patient's status is reported to be fine.